Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including severe aortic stenosis and moderate or severe left ventricular outflow tract calcification. Complications reported included device migration/embolization, second valve implant; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: incidence and predictors of valve pop-up during navitor valve implantation. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "incidence and predictors of valve pop-up during navitor valve implantation", was reviewed. This research article is a retrospective single-center experience to evaluate the incidence of valve pop-up during navitor transcatheter aortic valve implantation (tavi) and to identify procedural and anatomical predictors associated with the phenomenon. The device included in the study was navitor/navitor vision. The article concluded that valve pop-up occurred in 19% of patients. Inconsistent valve depth and severe leaflet calcification were predictors of valve pop-up. [The primary and corresponding author was ryosuke higuchi, department of cardiology, sakakibara heart institute, 3-16-1 asahicho, fuchu, tokyo 183-0003, japan, with corresponding e-mail: rhiguchi@shi.heart.or.jp.] This study included patients with severe aortic stenosis who underwent tavi with the navitor or navitor vision from 01 june 2022 to 31 march 2025. A total of 67 patients were included in the study, all of which received an abbott device. The median age was 85 years. The majority gender was unknown. Comorbidities included severe aortic stenosis and moderate or severe left ventricular outflow tract calcification.